Event description:
The nurse reports the patient had an ulceration to the rectal mucosa at the 6 o'clock position. Additionally it is unknown if the ulceration is internal or external. The nurse further reports treatment was provided however, details of treatment are not available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.